Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-mar-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt with deploying suture experienced an issue during a procedure on (B)(6) 2026. While the button was ascending in the femoral tunnel, it became blocked before completing its final travel. The device was removed by cutting the sutures. No patient harm was reported. Additional information was received on 23-mar-2026: the event occurred during an acl reconstruction procedure. Both the button and sutures were removed from the patient, and the case was completed using an ar-1588rt acl tightrope rt. There were no case delays, and no additional anesthesia was administered.